Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device had not been working since (B)(6) 2021. The caller did not provide any further information on the pump not working or what the issue was. On (B)(6) 2021 the patient was not feeling well and experienced elevated blood glucose symptoms. The customer went to the hospital, and upon arrival received a blood glucose result of 300 mg/dl. The customer started vomiting and was admitted into the hospital. At the hospital the customer was treated with insulin injections and blood glucose levels stabilized. It is unknown how long the customer was hospitalized.